Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose level was 17.0 mmol/l at the time of the incident. Customer stated that the insulin pump esc and act buttons were unresponsive and the insulin pump shut off a few hours after the battery has been reinserted. The customer was assisted with troubleshooting and the display did not return even after the battery has been changed. Unable to perform keypad anomaly troubleshooting due to insulin pump blank display issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or frozen screen anomaly noted. All buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the (B)(4) insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.